Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had pain, tenderness and discomfort at the generator implant site with no sign of redness or infection since time of implant. It was noted that there was reproducible pain upon palpating the generator. Fluoroscopy of the generator site had unremarkable findings. The doctor administered cutaneous lidocaine injections at the generator implant site without success. Surgical intervention was scheduled for (B)(6) 2016 for possible relocation/generator pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.